Event description:
The pt ((B)(6)) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt is experiencing left leg numbness and is unable to bare weight on his leg. In addition, the pt alleges feeling pressure and extreme discomfort in his feet. No further info is available as all attempts to obtain additional details regarding this matter have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.